Manufacturer narrative:
Additional information: g3, h2, h3, h6. One tactisys¿ quartz was received for evaluation. When power was applied, the tactisys passed post (power-on-self-test), and communication was established. A known-good catheter was connected and contact force was not observed. Fiso diagnostic revealed a signal loss at channel three which duplicated the reported symptom of force issue. The lc/lc fiber optic adapter was removed and cleaned. The catheter was reconnected, channel three appeared to be functional and contact force was successfully displayed. The tactisys was functioning as intended after the lc/lc fiber optic adapter was cleaned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter.

Event description:
During a supraventricular tachycardia procedure, an optical issue occurred causing a delay. It was not possible to zero the force on the tactisys. Another ablation catheter was obtained which did not resolve the issue. A safire catheter was then used to complete the procedure. A loaner tactisys was used the following day which resolved the issue.